Event description:
Consumer spoke to (B)(6) in customer service ext (B)(4) to advise that the rails on her husbands bed are very wobbly and she fears that they are going to break causing a potential for her husband to fall. Consumer hung up before any additional information could be obtained.